Event description:
Same case as 2030404-2011-00277. It was reported that during a redo atrial fibrillation ablation procedure, a pericardial effusion occurred. The physician performed a transseptal puncture and advanced a reflexion spiral catheter, non-sjm duo deca catheter, and a therapy cool path catheter inside the heart. The physician used the therapy cool path catheter to ablate in the pulmonary veins along the floor of the left atria and the left atria wall. The catheter was removed from the left atria and placed in the coronary sinus where ablation was continued. Shortly afterwards, the pt became hypotensive and a large pericardial effusion was confirmed by intracardiac echocardiography. A pericardiocentesis was performed draining 650cc of blood. The pt stabilized and the physician proceeded ablating with the therapy cool path catheter in the left atrium, coronary sinus, and a right atrial flutter line. The pericardial drain was removed from the pt at the end of the procedure and the pt's vital signs were stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.